Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted. On 2/3/98, the following was reported to datascope: there was no pt injury or complication as a result of the event. It was reported that the pt expired on 12/17/97. [Event complications]: none from the event-reported 12/11/97 and 2/3/98. [Pt's current status]: expired on 12/17/97.